Manufacturer narrative:
Citation: sinning, j.m. Md et al. The prognostic value of acute and chronic troponin elevation after transcatheter aortic valve implantation. Eurointervention (2016). Apr 20;11(13):1522-9 doi 10.4244/eijy15m02_02 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding acute and chronic troponin elevation after a transcatheter aortic valve replacement. All data were collected from a single center between 2010 and 2013. The study population included 282 patients, who were implanted with a corevalve or a non medtronic balloon expandable valve. Serial numbers were not provided. The study population was predominantly male; mean age 80.9 ± 6.2 years. Among all patients adverse events included: myocardial infarction (mi), device embolization and/or pericardial tamponade treated with open heart surgery. Based on the available information, these events may have been attributed to a medtronic product. However as multiple manufacturers were noted in the literature, a direct correlation could not be made between the observed adverse events and the medtronic product. No additional adverse patient effects or product performance issues were reported.